Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt when exercising the lead, the helix would jump out and the lead was twisting and it appeared there was binding when retracting. The lead was not used on the patient and another lead was used to complete the procedure. No patient complications were reported as a result of the event.